Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "when the meter is on and ts is inserted the meter wont say apply blood". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.